Event description:
The account stated that the patient positioning monitor (ppm) armed in the exiting mode and when the patient left the bed, the bed didn't alarm.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged malfunction.